Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The calibration was performed and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that here was artifact on the scans and the system needed a radiation and gain calibration. There was no patient involvement.